Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument tip could not be extended straight, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was also found to have thermal damage on the yaw pulley. Additionally, the conductor wire was not damaged, and an electrical continuity test was performed and passed. A video recording of the reported event was received. The provided video is consistent with the allegation of the instrument tip could not be extended straight. There was no other obvious damage found on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the fenestrated bipolar forceps instrument tip could not be extended straight. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. The surgical staff was able to successfully pull the instrument directly through the cannula.